Event description:
Info received indicated the head hi-lo drifts down.

Manufacturer narrative:
The hill-rom technician replaced the emergency trend valve and CPR/et link and the bed function to specs.